Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that ophthalmic backflush cannulas do not always fit through the trocar during surgery. Patient impact information is unknown. Additional information has been requested.

Event description:
Additional information received now confirms that the customer never experienced any malfunction with an ophthalmic backflush device. There is now no failure to report for this device.

Manufacturer narrative:
Since the submission of both initial and supplemental reports, additional information received now confirms that there is no ophthalmic backflush device malfunction to report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that a 25 gauge trocar was used concomitantly with the backflush device. Upon four occasions, the trocar pulled out of the eye while removing the backflush device. No further information is available.